Manufacturer narrative:
H.10: the affected device was investigated by a livanova service representative and was found to be working within specifications. It was found out that the reported event was solely caused by an user error setting flow values incorrectly and leading the device to work under its usability curve. Thus, the customer failed to follow the device instruction for use. There was no report of serious injury, no device malfunction occurred and the issue was solely caused by user error thus the reported event has been re-evaluated as not reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A replacement device has been provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to discrepancy between the actual and set flow value during a procedure. There was no report of patient injury.